Event description:
The customer reported that while monitoring telemetry patients the patients suddenly went offline. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer biomed was able to resolve the outage by retuning all the channels to a different receiver, however one of the xhibit telemetry receivers (xtr) would no longer function. A spacelabs field service engineer went on site and attempted to recover the functionality of the xtr by reloading the software, however the software reinstallation was unsucessful. The xtr was shipped to spacelabs for depot repair. The unit was tested and no issues could be found with the unit. The device was returned to the customer. The customer was monitored for additional outages, however no further issues were observed. The customer later stated that during the time of the outage they were working on updating software on their spacelabs equipment and their entire network infrastructure. It's possible that the outage may have been related to network update activites, however this could not be confirmed. Cause of failure could not be identified due to no issues found with the xtr.